Manufacturer narrative:
The account found the nuts were missing two of the right foot side rail bolts. The account was unsure how the nuts had become missing. See scanned page. The account replaced the right foot side rail assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right foot side rail was pulled loose from the mounting bracket. The bed was located in the general patient area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).